Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown. Unknown, tibial component, unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, 6 years later the patient had their articular surface revised due to unknown reasons. Attempts have been made and no further information has been provided.